Event description:
A customer reported an issue with the pump's displayed time being incorrect by more than five minutes. There was no adverse impact to the customer¿s blood glucose level. The customer received assistance in updating the pump time and was advised to monitor the situation, with a recommendation to follow up if the time discrepancy occurred again. The customer understood and acknowledged the guidance provided.